Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the loading process. Users blood glucose level was reported at 129mg/dl. Reportedly the user reloaded the current cartridge and resumed pump therapy.